Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional event information received on 30-oct-2024 indicated that the events did not result in patient harm/prolonged hospitalization. The in-stent thrombus finding did not result in any changes to the patient's treatment plan. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h1, h2, h6 and h11. On 28-oct-2024, this file was reexamined, and the determination has been revised. Upon further review this complaint does not meet the required criteria for a serious injury, as the information states that the thrombus was removed from the patient while removing the stent; there is no indication that this event resulted in patient injury/harm. A request for follow-up information from the treating physician to confirm this is currently pending. Additionally, removing the partially deployed stent and microcatheter from the patient to implant a new stent does not constitute as an additional surgical intervention. A modified surgical technique was used which was considered to be an equally acceptable alternative to the planned procedure and no adverse outcome was documented in the complaint report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx16mm (encr401612/ 8779787) and a prowler select plus 150/5cm (606s255x/31332484) was used for an endovascular embolization procedure. During the procedure, the user reported microcatheter - inadequate support and obstruction while in patient with loss of cerebral target position, and stent - inability to recapture, impediment in microcatheter with loss of cerebral target position, and kinked/bent while in patient. The event was reported as such, ¿microcatheter migration & impeded. It was reported that during the procedure, when the stent was partially released by the physician, the coil was filled successfully, the physician found that the microcatheter migrated backwards automatically. The physician tried to retract the stent to reposition the stent, but the stent was impeded in the microcatheter and could not be retracted. (The stent was not beyond the recapture limit point.) The physician tried to release the stent, but the attempt still failed. Eventually the physician had to pull back the stent with big force and removed the stent and microcatheter together from the patient. The physician found that the stent was deformed and there was thrombus in the stent. The physician switched a new stent and used the same microcatheter to complete the surgery.¿

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31332484 number, and no non-conformance's related to the malfunction were identified. Inadequate support of the microcatheter (body/shaft) suggests there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. However, microcatheter obstruction with loss of cerebral target position was also reported. Loss of microcatheter target position in the intracranial vasculature will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, and/or ischemia/infarct. The physician was required to perform the surgical intervention of removing the (partially deployed) stent and microcatheter from the patient and implanting a new stent to preclude patient harm. Therefore, this event does meet us FDA reporting under criteria 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.